Manufacturer narrative:
Device evaluated by MFR: the synergy xd mr ous 2.50 x 48mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid-stent damage, with stent struts lifted and pulled distally. The undamaged stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation of a 2.0x15mm balloon catheter, a 2.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, resistance was encountered and the device could not pass the lesion. The procedure was completed with another of same device and there were no patient complications reported. However, returned device analysis revealed stent damage.